Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump has not lowered the blood glucose level. Customer has treated with manual injection. The current blood glucose reading is 116 mg/dl. Customer is sick from pneumonia. During troubleshooting, the programming is correct. The high pressure test failed twice. Nothing further reported.